Event description:
It was reported that the patient's spinal cord stimulator (scs) leads had migrated. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 17556717. UDI: (B)(4).